Event description:
During the procedure, the presidio 10 cerecyte microcoil 8 mm x 29 cm (pc410082930/g15008) could not be detached while the coil was positioned at the target, and while planning to fill the aneurysm with the fifth coil orbit rdfl complex mini coil (638mf0410/15513236) was found stretched. During the case, pre-deployment electrical check was performed on the presidio. The fault light and low battery light was not seen during the case. During the detachment cycle, the detachment light illuminated. All connections appeared to fit properly without application of excessive force. There were no damages noted on the microcatheter and on the presidio 10 cerecyte microcoil 8 mm x 29 cm (pc410082930/g15008) prior to and after use. During use of the orbit, there was no resistance at any time during advancement of the coil through the microcatheter. There were no damages noted on the orbit rdfl complex mini coil (638mf0410/15513236) prior to use. The orbit rdfl complex mini coil (638mf0410/15513236) and microcatheter were not removed as a unit, only the coil was removed. The coil remained attached to the delivery system when it was removed. The physician changed to another coil to complete the procedure. The same detachment control box (black), connecting cable, and microcatheter were used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The target site is pcom with a size of 7.4 7.5. The patient is fine. The components are going to be returned for analyses.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15513236 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: presidio 10 cerecyte microcoil 8 mm x 29 cm (pc410082930/g15008); unknown microcatheter; unknown black dcb; unknown connecting cable; 5 unknown coils. This is one of two products involved with this event, which is associated with mfg report 1058196-2013-00028 and 2954740-2013-00020.

Manufacturer narrative:
During the procedure, the presidio 10 cerecyte microcoil 8 mm x 29 cm ((B)(4)) could not be detached while the coil was positioned at the target. The device was exchanged for another same device which was delivered through the same unknown microcatheter using the same black detachment control box (dcb) and connecting cable. Additionally, while planning to fill the aneurysm with the fifth coil orbit rdfl complex mini coil ((B)(4)), the orbit coil stretched during repositioning in the aneurysm. The orbit rdfl complex mini coil ((B)(4)) and microcatheter were not removed as a unit, only the coil was removed. The coil remained attached to the delivery system when it was removed. The device was exchanged for another coil to complete the procedure. It was reported that the patient is fine with no injury. During the case, a pre-deployment electrical check was performed on the presidio. The fault light and low battery light were not seen during the case. During the detachment cycle, the detachment light illuminated. All connections appeared to fit properly without application of excessive force. There were no damages noted on the microcatheter or on the presidio 10 cerecyte microcoil 8 mm x 29 cm ((B)(4)) prior to and after use. During use of the orbit, there was no resistance at any time during advancement of the coil through the microcatheter. The coil stretched during repositioning in the aneurysm. The coil was not left in the aneurysm while the microcatheter was repositioned. Coil entanglement with previously placed coils was not suspected to contribute to the event. There were no damages noted on the orbit rdfl complex mini coil ((B)(4)) prior to use. An adequate continuous flush was maintained through the microcatheter. The target site was a 7.4x7.5 posterior communicating (pcom) artery aneurysm. The vessel characteristics were not tortuous or calcified. (B)(4); a non-sterile orbit rdfl complex mini coil system was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was returned zipped and in good condition. The support coil and gripper were inside of the introducer, the gripper was in good condition while the embolic coil was stretched. The device was inspected under microscope; the gripper was confirmed to be in good condition; while the embolic coil was confirmed to be stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. With review of the available information and the analysis of the returned device no conclusion regarding possible contributing factors can be determined. Additionally the cause of the kinks on the returned hypotube could not be conclusively determined; however, it was reported that there were no damages post use; therefore, it is likely that these damages occurred due to post procedural handling for return. Additionally inspections are in place to prevent these types of damages from leaving the facility; therefore no corrective actions will be taken at this time.